Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had hard to press unresponsive buttons and the insulin pump as lost setting and required pt to reprogram. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had scratches on screen, no insulin delivery alarm without explanation. The insulin pump will not be returned for analysis.